Manufacturer narrative:
Follow up #1 (B)(4) - animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: review of the black box data and download history revealed no activity outside normal use. The last basal deliver was recorded for (B)(6) 2013. There was record of a delivery interruption on (B)(6) 2013 due to a 7-hour suspension. There was record of another 12-hour suspension from (B)(6) 2013 at 10:37 pm through (B)(6) 2013 at 10:39 am. A review of the total daily dose history indicated that insulin delivery totals correctly reflected the user¿s programmed values. On testing, the pump powered on normally. The pump was exercised for 29 hours with no delivery issues. The pump cover was removed for investigation and did not reveal any evidence of damage, defect or contamination of the interior components of the pump. The pump was evaluated and found to be operating within the required specifications and delivering insulin accurately.

Event description:
The reporter contacted animas in follow up on (B)(6) 2013 stating that the patient's bg has been high for the past two days. The reporter stated that the patient's bg continues to be elevated to 25.2 mmol/l with ketones. Troubleshooting by acts revealed the pump was delivering insulin as programmed. The reporter stated that both the diabetes consultant and the patient's hcp are requesting that the insulin pump be replaced for the patient because the patient's bg is not able to be brought down using the insulin pump. This complaint is being reported because the patient experienced elevated bg and the hcp requests the pump be replaced as a result of the patient's bg not responding to insulin delivered by the pump.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.